Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - the product was at end of life (broken). The surgeon exchanged the head.